Manufacturer narrative:
As part of the investigation, an evaluation of the device, review of the device history record (DHR), and review of the instructions for use (IFU) were conducted. The device was returned to olympus for evaluation and repair. The evaluation confirmed the user report. There was an intermittent image due to a faulty cable unit. Horizontal black lines were also randomly displayed due to faulty charged coupled device unit. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause of intermittent images was determined to be due to damaged cables. The cable damage was attributed to handling by the user. The root cause of the horizontal black lines displayed were due to component failure of the charged coupled device unit. The failure of the unit was attributed to material deterioration of the sensor form ultraviolet rays. The IFU contains the following statements that may help prevent damage to the cable: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged." "Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged." "Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged." "Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged." "Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." "Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor the field performance of this device.

Event description:
It was reported an olympus hd autoclavable camera head did not have a picture during preparation for a hysteroscopy. There was no delay in the procedure and the procedure was completed using another camera. There was no patient involvement or impact to patient care reported for this event.